Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged temperature alarm malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer delivered a bolus via the pump and forgot to eat. The customer's blood glucose (bg) level was 56 (mg/dl) and fruit snacks were consumed to address bg level. A recommendation was made for the customer to discuss bg levels with a healthcare provider. In addition, the customer reported the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer also received multiple temperature alarms while the pump was connected to a power source. Reportedly, the pump was inside and not exposed to extreme temperatures. The customer's bg level was 100-400 (mg/dl) at the time of the reported events. Reportedly the customer had an alternate pump and manual injection supplies for insulin therapy.